Event description:
It was reported that during a knee arthroscopy that the pump either did not flow or flowed too much. An extravasation occurred. The pump did not alarm. No further medical intervention reported.